Event description:
It was reported the external pulse generator (epg) would not capture. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, device passed all functional tests. It was also noted that the upper case was dented affecting keyboard fit, the upper and lower cases were broken and contaminated, the battery release was contaminated, both bail covers were missing, the ring cover was missing, the battery contacts were compressed, both bails were missing, the ring was missing, the battery drawer was damaged and contaminated, and the keyboard was scratched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).